Event description:
In 2002: pt receives 26x13x22 abdominal aortic aneurysm graft. After the graft was deployed, the physician encountered difficulty in removing the delivery system, due to narrowing of the distal hooks. The delivery system was disassembled and the distal hooks were ballooned, after which the system was successfully removed. The implant continued without consequence and the pt recovered normally. The next month: pt presented with fever and some chills. Pt was treated for infection at the inguinal site. In 2003: pt admitted for left lower extremity ischemia. Femoral-popliteal bypass performed. Twenty-six days later: pt admitted for infected aaa graft. Ancure graft was explanted and replaced with another graft. Pt recovered normally. The graft was not returned.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.